Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult removal and tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted that the patient had mitral annulus calcification, calcium on the chordae and a rotated heart. This patient anatomy resulted in poor imaging throughout the procedure. One clip was inserted and successfully implanted at a2/p2, reducing mr to a grade of 2. To further reduce mr, the physician decided to insert a second clip and place it medially to the implanted clip. However, when the clip was advanced into the left ventricle (lv),it was noted that there was too much curve on the device, causing it to become caught in the chordae. Troubleshooting was performed and after roughly 20 minutes, and the clip was able to be freed from the chordae. During the troubleshooting attempts, multiple movements were made in the left ventricle. When the clip was pulled back into the left atrium (la), it was noticed that the posterior leaflet had become torn, causing mr to increase to a grade of 4. The clip was then repositioned and was implanted where the torn leaflet occurred, reducing mr to a grade of +1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported difficult to remove appears to be due to procedural conditions. The reported poor image resolution appears to be due to challenging patient anatomy. The reported tissue damage appears to be a cascading event of the reported difficult to remove. Tissue damage is listed in the instructions for use as a known complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.na.